Event description:
The pulsar-18 stent system was chosen for the treatment. The stent was released about 2/3 but the guidewire got stuck and the stent could not be released any further. The stent was removed by surgery.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph provided was reviewed. The photograph shows the affected device inside a plastic bag together with a damaged introducer sheath, a severely deformed stent, a blister and a spiral loop holder. The handle shows no obvious damage. The severely deformed stent is located inside the damaged introducer sheath. The delivery system and the stent were returned separately. In the as-returned state, the stent was located inside the terumo introducer sheath used in the intervention. Both the stent and the introducer sheath have fractured and are severely deformed. The outer shaft of the delivery system has been retracted by about 90 mm which confirms a partial stent release. The distal stent stopper is severely deformed, indicating that the stent was pulled in distal direction, most probably during device withdrawal. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The proximal outer shaft portion is well sliced and has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined. Please note that the pulsar-18 self-expanding stent system is indicated for patients with atherosclerotic disease of the femoral and infrapopliteal arteries.